Event description:
At about 4 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and explanted the femoral component, tibial tray and insert. The surgeon implanted temporary spacers as part of the 2-stage infection protocol. The surgery was completed successfully. Permanent implants will be implanted at a later date.

Manufacturer narrative:
Batch review performed on 10 january 2024. Lot 2245852: 13 items manufactured and released on 07-march-2023. Expiration date: 2028-02-16. No anomalies found related to the problem. To date, 4 items of the same lot have been sold without any similar reported event during the period of review. Additional implants involved, batch review performed on 10 january 2024: gmk-spherika 02.12.e0513fl gmk-sphere tibial insert e-cross - flex 5l - 13mm (k202022) lot. 2208416: 25 items manufactured and released on 26-july-2022. Expiration date: 2027-07-06. No anomalies found related to the problem. To date, 6 items of the same lot have been sold without any similar reported event during the period of review. Gmk-spherika 02.07.1205l tibial tray fix cemented s.5l (k090988) lot. 2301592: 48 items manufactured and released on 24-may-2023. Expiration date: 2028-05-08. No anomalies found related to the problem. To date, 44 items of the same lot have been sold without any similar reported event during the period of review.